Event description:
Reportedly when an attempt was made to use the device to treat the pt, the device display "froze up", during a power up self test. The operator made an unsuccessful attempt to correct the discrepancy by cycling device power.